Event description:
A customer reported that the insulin basal rate increased by 95% in a short time. There was no reported adverse impact on the customer's blood glucose level. Technical support advised the customer to monitor the situation and call back if the issue reoccurs; no immediate corrective action was necessary.